Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt received a durom acetabular cup 48/42 h on the left side. Implantation date was (B)(6) 2007. The pt is being monitored due to unk reasons.